Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-07-25. It was reported that the patient had their lead pull appointment scheduled the next day. The patient had enough relief during the few days prior to feel comfortable enough to make a decision to move forward to implant. Programming the lead was ineffective as it only produced ineffective stimulation. The lead was pulled for the end of the trial. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient. The rep reported that the patient¿s trial lead migrated up from t2 to t8. The rep indicated that the patient noted they had been doing some bending, lifting, and twisting right after the trial procedure. The rep stated that an x-ray was taken, which confirmed that the lead had migrated. The rep tried to re-program the patient but couldn¿t achieve good paresthesia with the lead migration. The issue was not resolved at the time of the report. No further complications were reported or anticipated. Indication for use is unknown.